Event description:
While deploying the graft during the initial abdominal aortic repair on a female pt on (B)(6) 2010, it was noticed that the graft appeared to be longer than it should be. The lot # indicated it was a tfle-14-56-zt, the label indicated it was a tfle-14-56-zt, the device label indicated it was a tfle-14-56-zt, however, it was actually a tfle-14-73-zt. They were able to complete the procedure with no harm to the pt.

Manufacturer narrative:
Incorrect length of product is not labeled in the IFU. No products were returned in this case, however, an angiographic image of the procedure was returned for investigational purposes. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent (i.e., proximal stent of iliac leg graft, maximum overlap of 1.5 stents) within the main body endovascular graft." Quality control personnel are to confirm correct length of graft with a meter scale. The failure mode assigned to this case is length, incorrect. This failure mode was determined based on the provided event description, review of imaging from case, and discussion with the cook sales rep. The images confirmed that the incorrect size graft was loaded in the delivery system. It is possible that this failure mode occurred at the loading table when the quality control personnel was confirming the correct length of the device. Each table contains two loaders and one quality control rep. If the quality control rep was confirming the length of both loaders grafts at approximately the same time, for two different work orders, he/she may have inadvertently returned the incorrect devices to the loaders. Action steps were issued as a result of this complaint. A review of processed orders in loading, the day the device was loaded, for the loader in this case, was conducted. It was found that one device of the size tfle-14-73-zt, lot #2515857, was loaded on the same day the complaint device was loaded. The recipient of lot #2515857 was notified, and the device was requested to be returned to cook inc. We will continue to monitor for similar complaints.